Event description:
On (B)(6) 2012, the lay user/patient in spain contacted lifescan to report the one touch ultraeasy meter was giving inaccurately high readings. On (B)(6), 2012 the technical service representative (tsr) spoke with the patient to obtain and verify information. On an unspecified date in (B)(6) 2012 at 8:00 am, the patient obtained the blood glucose readings of 180 mg/dl and 215 mg/dl on the reported meter within 20 minutes of each other. The patient alleged these readings were inaccurately high compared to his expected values of 90 mg/dl to 110 mg/dl. The patient reported that he increased his dose of insulin from 15 units to 20 or 22 units novomix insulin per day. Two to three hours after taking the increased dose of insulin, the patient experienced the symptoms of sweating, loss of balance and he fainted. The patient's family members revived him, and he administered self-treatment by consuming sugar. The patient tested his blood glucose level while symptomatic, but was unable to provide that reading. The patient did not seek any medical attention. The patient tests his blood glucose level three times per day. He manages his diabetes with novomix insulin taken once per day on a sliding scale. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on elevated meter readings, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided. The 510k#: k061118.

Manufacturer narrative:
(B)(4): the meter passed testing; no faults were found. The meter was found to function properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.